Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aneurysm was successfully excluded at the end of the index procedure. The patient returned the week of (B)(6) 2015 presenting with an aneurysm rupture requiring a conversion to open surgical repair. The distal portion of the stent graft was explanted while the stent graft sealing rings and proximal stent remained implanted with a surgical graft sewn into place. There have been no additional patient sequelae reported.

Manufacturer narrative:
Device not released from implant site.